Event description:
3-channel IV pump was in use with tpn on channel a or b and maintenance fluid in channel c. The nurse noted no fluid dripping and fluid level on IV bag not decreasing as would be expected for amount of fluid that should have infused. The IV pump reported 653cc's so far infused on day shift and 582 cc's so far infused on nights. It was then noted pump display on channel a or b read "service". There was no alarm to notify nurse of service need. Pt displayed no obvious harm; however, did not receive prescribed tpn.